Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. The philips field service engineer (fse) visited the site and confirmed that the system c-arm geometry movements were not available. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found post application error: clea2 post error. The fse also found issue is with c-arm amc. To resolve the issue, the fse interchanged system's amc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.